Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged cpu board. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the damaged cpu board (central processing unit) is unknown. No repairs were performed. If any additional relevant information is received, a follow up MDR will be sent.conclusion was selected because this is the most applicable code to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.